Event description:
It was reported that the insulin pump alarmed two error alarms a total of 13 times. The caller stated that the alarms occurred shortly after a new battery was inserted, but on one occasion, the alarm occurred during normal device use. Upon troubleshooting, it was found that a temporary basal was not programmed before one of the alarms occurred, and the device was in use the entire time. The reporter did not know the blood glucose reading. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.